Manufacturer narrative:
A steris service technician arrived onsite to inspect the unit and found that the hot water hose had disconnected from its fitting allowing water to leak out onto the floor. Upon inspection, the technician also found that the unit had displayed fault 42: filling water temperature too high. This indicates that the hot water exceeded the reliance eps water temperature specifications as stated in the operator manual. The root cause of the hot water hose becoming disconnected is attributed to the user facility's hot water exceeding the reliance eps water temperature specifications due to the user facility's water temperature regulator requiring adjustment. The high temperature caused the hot water inlet hose to expand and disconnect from its fitting. The technician counseled user facility personnel on the importance of ensuring the water is within specifications, specifically making certain that the user facility's temperature regulator is operating properly. The technician made the necessary repairs, tested the unit, confirmed it was operating according to specification, and returned it to service. No additional issues have been reported.

Event description:
The user facility reported water leaking from their reliance eps. No report of injury.